Manufacturer narrative:
Inspection of the device found no damages or defects that would contribute to an infection. The cause of the reported infection could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed pain, infection with an inflamed abscess at the pod¿s insertion site (hip/buttocks) area and was hospitalized with diabetic ketoacidosis (dka) blood glucose levels exceeding 400 mg/dl and a fever. At the hospital the abscess was surgically removed. The patient was prescribed antibiotics (name unspecified), cutimed sorbact absorbent pads, foam bandage, cutimed hydrogel, fixomulll stretch, humalog for quickpen injection, dd microfine pen needles and basaglar injection fluid. The patient was discharged from the hospital after 7 days. Ambulant medical services visits the patient at home to clean the abscess wound once a day until the wound has fully healed.